Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient¿s father stated that the reaction was not noticed until the sensor was removed on (B)(6) 2018. The skin at the sensor insertion site appeared red, and the injection wound was discharging pus. Patient¿s father alleged that the reaction was caused by the transmitter. On the evening of (B)(6) 2018, the patient¿s mother drove the patient to the emergency room. The patient was diagnosed with cellulitis at the sensor insertion site and was treated with IV fluids and antibiotics. Patient was released the same night. At the time of contact, it was indicated that there was no improvement and the patient was feverish at 101.6f. No product was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.